Event description:
Procedure type: lobectomy. According to the reporter: the customer reports that the staple line came apart on a pulmonary artery during surgery. The surgeon placed the stapler on the pulmonary artery and fired. When the stapler was removed, blood began gushing from the staple line. The blood appeared to be coming from in between some of the staples but not all of them. The surgeon held a sponge stick on the vessel until a second surgeon arrived to help him oversew the pa with surgipro. Surgeons were working to fix the staple line and contacted the sales rep (who was at an airport) during surgery to advise. Blood loss was reported to be 500cc. The patient is recovering.